Event description:
During follow-up, oversensing of noise due to myopotentials was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. No intervention was performed; the patient was stable and there were no adverse consequences.